Event description:
It was reported to boston scientific corporation that a stonetome was used during an endoscopic stone removal procedure performed on (B)(6) 2024. During the procedure, the knife was operated using the proximal handle, but the tip of the knife did not move, so it was removed. The procedure was completed with a second stonetome. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: wire broken. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: investigation results: the returned stonetome was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. No other problems with the device were noted. It was found during the investigation of the returned device that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Wire broken could have been generated if there was contact between the device and the scope during energization or if the device exceeds the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity, also it can cause a premature cutting wire fatigue, leading to break it. Once the cutting wire breaks, any attempt to remove the device from the scope can bent the cutting wire. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.